Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e additional contacts: (B)(6) . Regulatory affairs / quality assurance manager (B)(6). Name: (B)(6) product quality safety phone number: (B)(6) , email address: (B)(6).

Event description:
The complaint/event involved a microclave® clear neutral connector as per report, this client was having issues with her perc (percutaneous) drain leaking from the site with flushing. They went to flush the drain and noted a blue cap attached to the microclave cap. After removal of same, they noted the microclave appeared cracked and the inner portion was not flush with the top edge. Subsequent to logging the complaint record, it was later reported that "the issue was nurse error not the cap".